Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Reason for revision: patient was experiencing pain

Manufacturer narrative:
The report concludes: following investigation by applied research and bioengineering, notification was received that: root cause: undeterminable, from the limited information it was not possible to determine the reason for the revision. The performance of the duofix trays was reviewed in CAPA (B)(4) with corresponding hhes. Product performance was defined as acceptable. It is likely in this case that several factors combined ¿ such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.